Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros total b-hcg ii quality control result was obtained. Patient samples were not known to have been affected. A review of analyzer and reagent performance provided no evidence to suggest a vitros 3600 analyzer or vitros total b-hcg ii reagent malfunction had occurred. A definitive root cause for the event could not be determined. However, an equipment or reagent related issue cannot be ruled out as possible contributing factors.

Event description:
The customer obtained a non-reproducible, higher than expected vitros total b-hcg ii quality control result (biorad level 1 = 29.0 iu/l vs. An expected result = 4.0 iu/l) while using their vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected with a patient sample. No patient results were known to have been affected. There was no report of patient harm as a result of this event. (B)(4).